Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The aneurysm neck was reported to be short at 10 mm in length with a 45 degree angulation. Vessel morphology is unknown. Angiography performed demonstrated migration of the stent graft. The patient did not tolerate a recent carotid artery repair well, and the physician believes that the patient would not survive open surgical aneurysm repair; therefore, the decision was made to forego further intervention and coninue to monitor the patient. The patient is reported to be fine.